Event description:
On (B)(6) 2025, the user reported that their ilet touchscreen was cracked. The patient was unable to recall how the damage occurred. The ilet was no longer functional, and the agent advised that the device needed replacement. User was advised to consider backup therapy as device functionality could not be ensured. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is complete.